Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the device¿s balloon did not inflate. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary one (1) unsealed instrument, was received for engineering evaluation. The reported condition for the unit was ¿balloon would not inflate¿. As part of the visual inspection of the received unit, no abnormalities were observed. The unit was received with its obturator, valve/balloon assembly and bulb. As part of the functional tests, the balloon was tested for inflation deployment with its bulb. The balloon was kept inflated without deflate by several minutes and was tested with water at different places as valve body, sleeve and above inflated balloon to verify some presence of leakage. No abnormalities were observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.